Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker delivered a pace and accelerated the rhythm into ventricular tachycardia (vt). The rhythm then converted by itself. Technical services (ts) was contacted and discussed possible reprogramming options. This pacemaker remains in service. No additional adverse patient effects were reported.